Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the gauge was not registering when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation results a visual examination of the returned complaint device revealed that the device did not have any visual defects. The gauge needle was at 0 atm when received. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water until it reached to 10 atm for 30 seconds; there was no issues observed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the gauge was not registering when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.